Event description:
It was initially reported that the device was "wasted." On 11/17/2009, it was learned that the device was explanted due to a "nonfunctional leaflet," resulting in an unsuccessful valve replacement. Repeated attempts have been made to obtain the device for evaluation to confirm the reported event; however, no response has been received. No other details were provided.

Event description:
The customer called to report that two healthcare workers (hcws) had h2o2 contact while removing the load from the sterrad 100s after a completed cycle. The hcw had contact on the right thumb and had white skin discoloration that was reported to be a little painful. The h2o2 contact symptoms resolved in one day. The hcw was not wearing ppe. No medical intervention was sought. The affected area was washed with running water. This is a report for hcw one of two.

Manufacturer narrative:
Evaluation summary: mold is detected onto the tissue inflow, outflow, and parts of the free margin. A gap is noted at the coaptation region due to indeterminable reason. No inconsistencies detected in the x-ray. The valve will be sent to rd for functional testing - (model# 7000). Research and development functional test: (B) (6) 2010 research and development completed the functional test and concluded with the following: "this valve was reportedly explanted at implant due to a ¿nonfunctional leaflet¿. Edwards¿ standardized in vitro functional tests could not reproduce the ¿nonfunctional leaflet¿. Since no echo recording is available, the in vivo observation of ¿non-functional leaflet¿ cannot be verified. The functionality of this valve meets the requirements of iso (B) (4) for regurgitation and eoa.¿ x-ray.

Manufacturer narrative:
Device not returned this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Repeated attempts have been made to obtain the device for evaluation to confirm the reported event; however, no response has been received. No other details were provided.